Event description:
Customer's mother called to report that her daughter was hospitalized for high blood glucose levels. Customer had also been vomiting. Troubleshooting was done and pump passed the prime test but failed the high pressure test. Customer did not have another infusion set to run the high pressure test a second time.